Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunction was identified during investigation - failure of the cm board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the main board caused the button switch on the front panel to stop functioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital; (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had panel's button which was not working. The issue was found during maintenance of device. There were no reports of patient involvement.